Manufacturer narrative:
The account inspected the CPR cables and handles and they were in proper working order. Technician suggested that the account replace the head drive motor. No further information on the repair of the bed is available at this time.

Event description:
The account alleged that the head section drifted down on this bed. The account stated that there were no injuries.